Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power when the button is pressed and was unable to determine with test strips as the customer did not have strips. As a result, on (B)(6) 2022, the customer presented to the hospital where a blood glucose test of 480 mg/dl was obtained on the hcp device, and was treated with insulin at 10:30 am, 2 pm, and 6 pm prior to discharge. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and observed damaged usb port. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was de-cased and placed into the reader test fixture to download log. Issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power when the button is pressed and was unable to determine with test strips as the customer did not have strips. As a result, on (B)(6) 2022, the customer presented to the hospital where a blood glucose test of 480 mg/dl was obtained on the hcp device, and was treated with insulin at 10:30 am, 2 pm, and 6 pm prior to discharge. No further information was provided. There was no report of death or permanent impairment associated with this event.